Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user had a head trauma on (B)(6) 2019; afterwards the user no longer had any hearing sensation with the device.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause, investigation of the device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suffered from a head trauma on (B)(6) 2019; afterwards the user had no more hearing sensation with the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma on (B)(6) 2019; afterwards the user had no more hearing sensation with the device. Re-implantation is considered.